Event description:
It was reported an issue with monosyn suture. The client reported that the needle became detached from the thread when opening the package while preparing it for the operation.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have received an open sample with the needle detached from the thread and the thread is still wound on the pack. Nevertheless, without closed samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had an incidence during the process but the results before releasing the product into the market fulfill usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.